Event description:
It was reported that a user announced incorrect meal sizes when using the ilet bionic pancreas, and education and troubleshooting were completed with no device alerts or alarms noted. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact such as hospitalization, emergency care, or long-term sequelae. Investigation included user education, review of meal announcement practices, and confirmation that the system did not generate alarms. Investigation of this case revealed user-related meal entry error with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.